Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2018) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st patch and bard flat sheet mesh (bard flat mesh). As reported, the patient is making a claim for an adverse patient outcome against the bard flat sheet mesh (bard flat mesh) which was implanted on (B)(6) 2018. It is alleged that the patient sustained personal injury due to hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2018 ¿ patient was diagnosed with ventral hernia and left inguinal hernia thereby underwent open repair with the implant of ventralex st mesh (device #1) for ventral hernia and bard flat mesh (device #2) for left inguinal hernia. Per op notes, ¿the umbilicus was detached from fascia. The defect appeared too large and small ventralex st mesh (device #1) was used to close the defect with sutures. On left inguinal region, the defect was repaired with double layer bard flat mesh (device #2) to pubic tubercle inferiorly, shelving margin of poupart ligament laterally using sutures.¿ (B)(6) 2019 ¿ patient had left inguinal pain.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st patch and bard flat sheet mesh (bard flat mesh). As reported, the patient is making a claim for an adverse patient outcome against the bard flat sheet mesh (bard flat mesh) which was implanted on (B)(6) 2018. It is alleged that the patient sustained personal injury due to hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.